Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Event date unknown, if date information is received, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 6f/7f mynx control vascular closure device (vcd) ruptured as it was coming up towards arteriotomy. Hemostasis was achieved by manual compression. There was no reported patient injury. The device was prepped and stored per instructions for use (IFU). The balloon lost pressure after being pulled to the arteriotomy. There was no visible damage to the sheath after removal. There was presence of peripheral vascular disease (pvd) / calcium in the vicinity of the puncture site. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The patient was not hospitalized, and the patient¿s hospitalization was not extended as a result of the event. The user was trained to the device. The device will be returned for evaluation.